Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's father that the patient had a pod where the cannula came loose and dislodged from the infusion site (hip/buttocks). The cannula was also found bent. Patient was wearing the pod for 24 to 36 hours before the issue occurred. The patient's blood glucose levels reached 380 mg/dl. The patient was also vomiting at this point. The patient was taken to the emergency room. The patient was treated with manual injections of insulin and was placed on intravenous therapy. Patient was released 3 hours later.